Event description:
It was reported that the patient presented in clinic for follow-up. The patient reported feeling breathless and mildly lightheaded. Interrogation revealed the atrial lead exhibited noise leading to oversensing. There were no changes or interventions performed. The patient was in stable condition.

Event description:
New information noted the oversensing on the atrial lead led to pacing inhibition.